Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 180 mg/dl. Customer stated that act button is very hard to press and plating is exposed. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized last night. Customer's blood glucose at time of incident was 424 mg/dl. The customer declined to troubleshoot for high blood glucose.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act keypad dome. The keypad connector was found close properly during our visual inspection. The insulin pump had minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, cracked reservoir tube lip and cracked overlay.